Event description:
A tandem mobi cartridge alarm 30 was reported by the caller while filling tubing. Blood glucose level exceeded 500 mg/dl, but the specific value was not known as it displayed as "high." The customer performed a correction bolus via the pump and changed the cartridge to resume insulin, resolving the issue without third-party assistance.